Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/11/2019. Additional information was requested: is the product available for evaluation? Multiple events were referenced: please advise if events have been reported? Specific number of surgeries in which the issue occurred how many sutures broke during each surgery? Surgery date. The following information was obtained: two packs that snapped under very little tension and the ends went curly. This has happened in multiple cases over a month ago that used the same lot. Since then they opened a new box with a different lot and have had no issues. Unknown specific number of surgeries. The doctor also tried different needle drivers wondering if it was to sharp but the same outcome of the suture snapping would occur. Note: two events reported in 2210968-2019-84587 and 2210968-2019-87013. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/07/2020. Additional information: d10, h4, h6. A manufacturing record evaluation was performed for the finished device mm6953 batch number, and no non-conformances were identified. H3 device evaluation summary: it was received for analysis an empty opened box and five unopened samples of product code z452, lot mm6953. During the visual inspection of five unopened samples, no defects were found on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or breakage suture were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-84587 and 2210968-2019-87013. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2019. Correction: d1, d3, d4, g1, g2. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, however no response has been received to date: is the product available for evaluation? Multiple events were referenced: please advise if events have been reported? Specific number of surgeries in which the issue occurred. How many sutures broke during each surgery? Surgery date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent an unknown procedure on an unknown date and suture was used. During use, the suture broke and there is very low tension. There were no adverse consequences for the patient reported.